Event description:
It was reported that the patient was in emergency room with loss of capture and oversensing on both channels. Since the previous follow-up, ventricular lead impedance dropped to 298 ohms in the bipolar configuration. After viewing a chest x-ray and the impedance measurements, clavicular crush was suspected. The physician elected to focus on the patient's other medical issues, and put him on a temporary pacemaker until the system could be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.